Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
The customer experience of everflex entrust stent delivery system component embolism after stent deployment was confirmed. The returned the inner pusher / guidewire lumen of the entrust sds was returned separated from the entrust sds. The root cause of the guidewire lumen separating from the entrust sds luer could not be determined.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in (B)(6). The procedure was performed on stenosis at the end of a stent that was implanted a few years ago. The everflex entrust was to be deployed at the distal end with a short overlapping zone. The everflex entrust stent was deployed without any problems in the target area. When removing the stent deployment system the inner sheath of the deployment system remained in the vessel. The outer sheath was removed by the physician. The physician introduced a terumo wire into the vessel and removed the metal shaft of the deployment system. No injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.